Event description:
An infusion pump with failure code 814:04. Information was not provided regarding whether or not the device was in patient use when the event occurred. No injury or medical intervention.